Manufacturer narrative:
No sample is available for the manufacturer to evaluate.

Event description:
Complaint alleges: it was reported that the stapler jammed when trying to staple the pt. Customer had to organize another skin stapler. No pt injury reported.